Manufacturer narrative:
An event regarding elevated cobalt and chrome (altr) involving a metal femoral head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: a review of the provided medical records indicated that: "can not confirm event description, need histological diagnosis, x-rays and MRI images." Complaint history review: review indicated there have been one other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, pathology reports, progress notes, x-rays, MRI images and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient labs elevated cobalt chrome levels. Soft tissue damage present, necrosed tissue inside capsule.

Event description:
Patient labs elevated cobalt chrome levels. Soft tissue damage present, necrosed tissue inside capsule.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.